Manufacturer narrative:
Per the information provided by the local zipline territory manager, the physician indicated that the event was the result of an accidental fall by the patient that caused catastrophic failure of the deep sutures applied by the physician and was not device-related. Device not returned to manufacturer.

Event description:
On (B)(6) 2017, a zipline zip 24 surgical skin closure device was placed to facilitate closure of a surgical incision from a total knee arthroplasty procedure. Per information provided to the local zipline territory manager by the physician, the patient presented to the physician on post-operative day (pod) 2 reporting a "pulling feeling and blood through [the surgical] dressing." The patient suffered a fall while attempting to sit, resulting in catastrophic failure of the deep sutures, which caused excess tension to be applied to the zip device followed by adhesion loss of the device and subsequent dehiscence of the incision. The patient was re-admitted and emergency surgery was required to remove the zip device, revise the deep sutures, and close the incision with a new zip device after re-approximation of the incision. Per the local zipline territory manager who reported the issue, the physician indicated that the event was not device-related.

Manufacturer narrative:
Per the information provided by the local zipline territory manager, the physician indicated that the event was the result of an accidental fall by the patient that caused catastrophic failure of the deep sutures applied by the physician and was not device-related. Follow-up: the experienced failure modes (loss of device adhesion and subsequent incision dehiscence) are not considered device-related, because the zip device failure resulted from patient conditions which are inconsistent with the intended use. There was no intentional misuse by the physician or the patient.